Manufacturer narrative:
Examination of the returned adaptor confirms thread fracture. The lead thread has damage consistent with the device being impacted prior to being fully assembled into its mating item. The force of the impaction is transferred to the threads. Approximately 35% of the lead thread has been fractured away and approximately 15% of the remainder has had its material forced upward and away from the lead thread. The lot code indicates the device was manufacturing in february of 2013 and is over two years into distribution. The overall condition of the adaptor, sans thread damage, is fair. There are knicks and gouges to the body of the device and uneven surface finish likely from repeated sterilization. A search of the complaints databases did not identify a trend of product problem against the product/lot code combination or against the product code. One other report is found for thread damage against the lot with the root cause determination being undetermined; misuse suspected. Product problem has not been identified and corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The top of screw is stripped.